Event description:
A facility reported that the dia 5mm tungsten needle holder (cev738t5) broke when catching the needle, during gastric pacemaker insertion for gastroparesis. The device broke in the patient. Staff searched for the broken part, was unable to find it and opted to perform an x-ray. The broken part was retrieved after x-ray. It was reported that patient was ok; however, there was more than a 30-minute increase in surgery time.

Manufacturer narrative:
The suspected dia 5mm tungsten needle holder (cev738t5) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the tungsten needle holder verified the complaint as valid. The mobile jaw was broken. The broken jaw was returned and the break was not sharp. After checking, it was noted that the spring of the handle and the wire of the jaw was working correctly, it was determined that the jaw breakage was likely due to an excessive tightening applied on the jaws during the use. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.